Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the sensor was not connecting. The customer mentioned that it reconnected, but disconnected again when the customer went to take a shower. The customer inserted a new sensor, but it would not connect anymore. The customer also reported that there was no blinking green light once the transmitter was connected to the sensor. The customer reported no adverse event. The event involved product mmt-7040a, mmt-7841zn. Troubleshooting was performed. The customer reported a loss of communication between the transmitter and the pump. The led(light emitting diode) light did not blink when connected to the sensor, but the transmitter was confirmed to have been charged. The customer reported that the transmitter did not blink as expected when connected to the tester and/or removed from the charger. The customer stated that the transmitter led(light emitting diode) light might not have been working properly. No product return was required for mmt-7040a. Mmt-7841zn was requested and customer response was the device will be returned. The customer will discontinue the use of the device.